Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. Only the trigger was returned. The device was visually evaluated. The returned trigger was unable to be attached to the motor drive unit due to the damaged, unraveled condition of the interior drive cable. The exact root cause of the damaged cable end condition was unable to be determined. If the device stopped working during procedure, it may have resulted in higher torque being applied on the motor drive end of drive cable and this may have caused that end to unravel.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, as soon the device was plugged into the motor drive, it made a very loud noise. The metal piece that connects to the motor drive was pulled out slightly and reinserted, but the loud noise continued. The surgeon stated the handpiece was not working correctly after three minutes of use and the device seized up. The handpiece was disconnected completely from the motor drive and the metal piece that connects to the motor drive was noted to be frayed and seemed to be unraveling. The procedure was completed with another like device with no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.